Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing that resulted in delivery of an inappropriate shock while the patient was hospitalized. The local field representative contacted boston scientific technical services (ts) to inquire about programming sensing off. Ts discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead fracture was suspected. It was reported that the patient had a skin infection unrelated to the implanted system and a lead revision procedure was going to be planned for an unknown date in the future after the infection cleared.